Manufacturer narrative:
As reported, the infiniti f4 inf mp a2 125cm 2sh diagnostic catheter carton boxes were damaged and the catheter was kinked. There was no report of patient injury. There were (B)(4) catheters that were kinked/bent. There was kinking at the second third of the distal part. There were (B)(6) shipping boxes with damage, (B)(4) outer product boxes with damage and (B)(4) inner product pouches with damage. There were (B)(4) boxes that had crease damage and 1 with the seal open in which the integrity of the sterile pouch was compromised. The damage was noted after the products had been received, stored in the lab and prior to use. None of the products were used. The catheters were damaged when transported, not believed to be a problem in the production. The devices were returned for analysis. Two boxes and one unit non-sterile of cath f4 inf mp a2 125cm 2sh were received inside of a plastic bag. Boxes were identified as 1 and 2. Unit received in a bag separated was identified as unit 3. Box 1: box of lot # 17347360, catalog # 538444 was received open for outer label side (lid torn), compressed conditions were observed at 40 cm and 87 cm from open here label. Four sterile units were received inside of the box of lot # 17347360; catalog # 538444 properly sealed and no damages were observed on the units. Box 2: box of lot # 17347360, catalog # 538444 was received open of outer label side (lid torn), compressed conditions were observed at 39 cm and 93 cm from open label. (B)(4) units sterile were received inside of the box of lot # 17347360; catalog # 538444 properly sealed and no damages were observed on the units. Unit 3: catheter was inspected and compressed condition was observed at 75 cm from distal tip, kink conditions were observed at 30 cm and 118.5 cm from the distal tip. Catheter body od and ID was measured near to kinked conditions observed and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the customer ¿packaging/pouch/box-damaged-inner package¿ was not confirmed as any damages was observed on the units received inside of the boxes. The event reported by the customer ¿packaging/pouch/box-damaged-outer box¿ was confirmed due to lid torn and compressed conditions observed in both boxes. The event reported by the customer ¿packaging/pouch/box-damaged-shipping box¿ was confirmed due to condition in which the unit was received; however it could not be determined how the damages were caused. The events reported by the customer as ¿packaging/pouch/box-compromised sterility-seal open¿ could not be confirmed due to the units received inside of the boxes were properly sealed. Furthermore, the segregated catheter was not received with its original package; therefore the compromised sterility for this product could not be confirmed. The event reported by the customer ¿catheter (body/shaft) - kinked/bent¿ was confirmed due to kink and compressed conditions observed on the catheter body. The exact cause of the reported events could not be conclusively determined. However, shipping and handling might have contributed to the cause of the reported events by the customer. Controls are in place to verify the catheter damages conditions before leaving the facility. Also, several inspections are performed throughout the assembly process operations. Neither the analysis nor the device history record review suggests that the events reported could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the infiniti f4 inf mp a2 125cm 2sh diagnostic catheter carton boxes were damaged and the catheter was kinked. There was no report of patient injury. There were 10 catheters that were kinked/bent. There was kinking at the second third of the distal part. There were 2 shipping boxes with damage, 2 outer product boxes with damage and 10 inner product pouches with damage. There were 10 boxes that had crease damage and 1 with the seal open in which the integrity of the sterile pouch was compromised. The damage was noted after the products had been received, stored in the lab and prior to use. None of the products were used. The catheters were damaged when transported, not believed to be a problem in the production. The devices will be returned for analysis.

Manufacturer narrative:
A device history record (DHR) review of lot 17347360 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.